Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not able to cool below 31c. Ttm fss was running a functional test on this device. They discussed that this was indicative of a failed mixing pump. The device was under warranty. They stated that would ship a loaner device at no charge and this device would be returned for warranty repair. Per biomed via phone on 26june2024, customer stated that the device was sent in for evaluation. There was no patient involvement.

Event description:
It was reported that the arctic sun device was not able to cool below 31c . Ttm fss was running a functional test on this device. They discussed that this was indicative of a failed mixing pump. The device was under warranty. They stated that would ship a loaner device at no charge and this device would be returned for warranty repair. Per biomed via phone on 26june2024, customer stated that the device was sent in for evaluation. There was no patient involvement. Per sample evaluation results received via task on 02jul2024, it was reported that the installed test circulation pump to fill. Front shell was missing to tabs. Mixing pump was unplugged at pump. The open complaint was for the failed mixing pump causing device to not cool. Unclear if these should be separate failures. Top 3 circuit cards were not seated properly missing connection on i.o. Board, caused chiller pump to not turn on .

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.